Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a occlusion (occlusion issue) issue. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02-jan-2019 with the following findings: review of the black box data and alarm history reveal multiple records of cs145 occlusion alarms due to high force. On investigation, the pump powered on normally and ez-prime steps successfully completed without any alarms, errors or warnings. Investigation did not duplicate the occlusion complaint. Unrelated to the original complaint, the display screen was noted to be dim/discolored.